Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. On (B)(6) 2026 the patient was staying at home, no significant activity when she experienced shortness of breath, chest pain, and swollen legs and noticed that the sensor was reading high but was unable to confirm the value. Due to these symptoms, the patient was brought to the hospital by her son. At the hospital they took a bg reading which was (B)(6), while the sensor was reading (B)(6). Additional evaluation included ultrasound, x-ray, cardiac monitoring, and assessment of vital signs which included blood pressure and temperature. The patient was unable to recall medications administered during hospitalization. On 0(B)(6) 2026 the patient was discharged from the hospital. Another bg reading was performed prior to discharge, but the patient was unable to recall the value. At the time of the report the patient was better. No other details were documented. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.